Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. A request was sent to technical services to review the device's data. High rate atrial sensing was observed to be the cause, which affects the power consumption of the device. Technical services recommended reprogramming the device to recover the life of the battery, and indicated that it could take approximately one month to see any changes in the life of the battery. At this time, no updates have been received. The device remains in service, and no adverse effects were reported.